Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 275 ml. Flow rate: 6.0. Procedure: left tka. Cathplace: left thigh. Hosp nurse reported pump flowed fast. Infusion began at 0900 on (B)(6) 2013 and was noticed empty on (B)(6) 2013 sometime in the afternoon. Date of surgery: (B)(6) 2013.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available and pending receipt. Results: the sample will be evaluated when received. Conclusions: a f/u report will be filed when investigation and device eval is completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.